Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade tmzf. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient was revised on a left hip for instability and dislocation in addition metallosis on head and trunnion junction was observed during surgery.